Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the weakened effect occurred ¿during the treatment after implantation of the ins.¿ the attending physician was noted to have had no opinion in particular regarding the weakening of effect and the presence or absence of a causal relationship with the product. In regard to whether there was a presence or absence of product anomaly, it was noted that ¿there was no product anomaly.¿ there remained no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) and lead were removed due to weakening of effect. It was noted the patient had no injury at the time of report. No event cause was noted. The patient¿s outcome was discharged and recovered at the time of report. There were no further complications reported or anticipated.